Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verio2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable when follow-up attempts were made by medical surveillance (ms) in order to obtain further information. The reporter stated that on an unknown date, the patient obtained a result of 139mg/dl on the subject meter which she felt was inaccurately high in comparison to a result of 108mg/dl obtained on a freestyle meter, within 30 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lfs criteria for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and the reporter denied that the patient made any changes to her usual diabetes management routine in response to the alleged issue. The reporter denied that the patient developed any symptoms however stated that she received treatment from a healthcare professional, however the reporter could not specify what treatment was received or who provided it. During troubleshooting the cca noted that the reporter was unable to confirm if the meter was set to the correct unit of measure or if an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged issue occurred.